Manufacturer narrative:
Integra has completed their internal investigation on 30 jun 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint was not confirmed or duplicated, however, the presence of scratches on the transducer housing and punctured/scratches teflon tubing indicating that the catheter was damaged while in the users possession. Visual inspection of the catheter found what appears to be dried blood on the teflon tubing, there was no oil in the bellows. A white suture was found between the 5-6 cm markings from the distal end of the catheter. Puncture holes were also found in the teflon tubing at the 1-2 cm markings from the distal end, the puncture 2 cm from the distal end was severe enough that it damaged the signal optical fiber rendering the catheter inoperable. The customer returned catheter serial number (B)(4); it is belonged the reported lot number. The device history record for this device was reviewed, no anomalies were found and the catheter met specification prior to sterilization. Complaint history, model 110-4xxx, from dec-2014 through nov-2015 reviewed; there were 37 other complaints that issued with complaint code perf023, and eight of them were confirmed. The number of units, model 110-4xxx, (B)(4) apr-2015 through mar-2016 divided by the number of confirmed reports (08) and multiplied by 100 results in a failure rate percentage (B)(4). Conclusion: the reported customer complaint was not confirmed because the issue could not be replicated. The returned device was plugged into the monitor and displayed a high initial reading. Further functional testing could not be performed. The catheter was not functional due to damage to the optical fibers. A puncture to the catheter body was observed during visual inspection of the catheter along with damaged signal fibers at the puncture location. The most probable root cause of the catheters inability to function would be the puncture of the catheter body during the suturing process which damaged the optical fibers of the catheter.

Event description:
A complaint was received for the 1104g subdural post craniotomy intracranial pressure monitoring kit. The output from the catheter suddenly changed to zero. The patient, a male child, was undergoing a cranioplasty procedure. The catheter was implanted after adjusting it to zero. The catheter had worked normally for a while and after that the output from the catheter was suddenly changed to zero. The wave form was working but then no pressure was shown (the cam01 monitor was the concomitant device in use). The problematic catheter was replaced with a new one and the problem was fixed and measured value was shown correctly. There was no change in the patient's outcome, no delay in surgery and no adverse consequence due to the delay. The incident date was provided as (B)(6) 2015 and was questioned for clarification of the year. Additional information is pending.

Manufacturer narrative:
Additional information was received on (B)(6) 2016: the customer confirmed the date of the incident and catheter implant date as (B)(6) 2016, and not (B)(6) 2015 (as previously reported). The catheter was explanted on (B)(6) 2016. It was replaced with a new catheter on the same day since the incident had occurred during the cranioplasty operation. The catheter and cable were not secured with the cable clip provided.